Event description:
This spontaneous report was received from a patient and concerns a (B)(6) year old female from the united states (B)(6). The patient's weight and medical history were not reported. The patient was treated with precise pain relieving heat patch (topically, lot number 1004283, exp. Date 24-mar-2013), 1 patch once, initiated on (B)(6) 2011 to (B)(6) 2011 for menstrual cramps. Concomitant medications were not reported. On (B)(6) 2011, after wearing the product for 5 hours, the patch reportedly removed 2 large quarter size chunks of her skin just below the naval. According to the patient, she experienced bleeding at the site. Action taken with the patch was discontinued. The patient outcome was not recovered. This report was serious (medically significant).